Event description:
The hosp reported that at the end of the saphenous vein harvesting procedure, when doing the stab and grab to retrieve the vein, the nurse harvesting the vein noticed that the c-ring had become detached. She pulled the c-ring out with a pick-up. To ensure that nothing else had detached, she made the incision larger and found about a 4" tubing that had separated from the c-ring. The tubing was retrieved and the procedure was completed without any further issues. No other pt complications were reported and the pt is reportedly doing fine.